Event description:
It was reported that externalized conductors were observed when patient presented in clinic for normal follow up. The patient was asymptomatic. A variation in pacing lead impedance was also noted. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.